Manufacturer narrative:
Device evaluation: the customer reported problem of ¿battery compartment damaged¿ was confirmed. The cause was accidental, wear and tear. Further inspection found the downstream occlusion (dso) seal was delaminating. Replaced the battery compartment and dso. The device passed all functional and delivery tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿battery compartment damaged.¿; during device evaluation it was found the downstream occlusion (dso) seal was delaminating.